Event description:
It was reported that the 9800 system intermittently locked up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.